Manufacturer narrative:
(B)(4) a2. Mean age of 30.74 years at time of surgery. D6a. Implant date between (B)(6) 2026, and (B)(6) 2020. G2: foreign - event occurred in turkey. Literature source: coskun, m., aydin, a., & akbulut, d. (2025). Sandwich method in crowe type 4 hip arthroplasty surgery: a retrospective study on a novel technique for osteotomy line union. Medicine, 104:24 pg 1-7. Https://doi.org/10.1097/md.0000000000042784 . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained on 04mar2026 that reported a retrospective study from turkey. The purpose of the study was to evaluate the clinical and radiological outcomes of hip arthroplasty with femoral shortening in patients with crowe type 4 dysplasia using the sandwich technique we developed. The study reviewed 96 patients/117 hips who underwent subtrochanteric transverse shortening osteotomy due to crowe type 4 dysplasia between january 2016 and december 2020, with a minimum follow-up period of 24 months using a posterolateral approach. In all cases, a wagner cone¿ stem (zimmer, warsaw) and a zimmer acetabular cup were used. The study population had a mean age of 30.74 years at time of surgery; (14 males/82 females). Follow-up was conducted at 4mo, 8mo, 12mo with a mean length of follow-up for 50.34 months (range, 26-(B)(6). The author reported 2 cases of nonunion at the osteotomy site. Diligence is completed and no further information on the reported event has been provided.